Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Customer's blood glucose level ranged between 70-199 mg/dl. Additionally, it was reported that the pump displayed the incorrect amount of insulin on board (iob).